Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 18, 2006, the lay user/patient contacted lifescan alleging an "error 2" with his one touch ultra meter. The medical affairs specialist obtained the following information from the customer care advocates's documentation. The patient went to the emergency room in 2006 at 7:30am. At the time of concern, the patient was feeling dizzy and was obtaining "error 2" messages on his meter before and during his reported symptoms. The patient obtained a blood glucose result" over 500 or 600 mg/dl" on a health care professional's device and was treated with IV fluids. The customer care advocate verified that the test strips were in good condition, but discovered that the patient was using the incorrect testing technique. The cca walked the patient through troubleshooting and resolved the error message through training. Although use error was the cause of the "error 2," this complaint is being reported because the patient was unable to test on his meter before and during the reported symptoms. The patient was taken to the emergency room and had elevated blood glucose levels. The meter, test strips, and control solution were replaced. It would be helpful to know how long the error 2 issue was occuring prior to the beginning of the symptoms.